Event description:
The customer stated that the display on the insulin pump was frozen. The reported blood glucose was 65 mg/dl. The customer later called back and reported that the display was blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.